Manufacturer narrative:
Investigation determined that a limited number of sofia sars antigen fia test cassettes from lot number 706142 have an increased potential for false positive results. The root cause relates to a physical deformation of the test strip on 0.7% of the test cassettes manufactured of lot 706142. A field action was initiated as a result of the investigation. Source: email.

Event description:
Reported 1 suspected false positive sars results for one patient. The customer communicated after switching to a different lot for sars testing a reduction in the positivity rate was seen, from 42% to 11%. Additional reports will be filed for the other discrepant results.